Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the renal artery. A 6.0x30x75cm express® ld iliac / biliary stent was selected to treat the lesion. During introduction, it was noted that the stent "stripped" prior to going into the patient's body. The device never entered the patient's body. No patient complications were reported.